Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor produced a segmentation fault during the flash test. Destructive testing revealed a potential separation between the copper pad and the laminate of the flash bga component u102 on ca board sn (B)(4). The cause of the inability to power on is the separation of the copper pad and the laminate of the bga component. The root cause of the separation of the copper pad and the laminate of the bga component cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.